Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low", and the meter bg reading was 560 mg/dl. Reportedly, a second cgm bg reading was 68 mg/dl, and the meter bg reading was 334 mg/dl. Reportedly, the third and fourth cgm bg reading were 65 mg/dl and 58 mg/dl; however, the customer was unable to recall the meter bg readings. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.